Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon reviewing non-sustained rv oversensing events from (B)(6) 2020, intermittent loss of capture was suspected on the right ventricular lead. During interrogation, the capture threshold was normal. Programming change was made. The patient was stable and will continue to be monitored.